Manufacturer narrative:
(B)(4): a visual examination revealed that the working length and distal tip were twisted. A functional evaluation found that the device did not bow when actuating the handle. The exposed cut wire was intact, however, examination of the working length found the wire within was broke. Examination of the broken wire, by cutting open the catheter, found the broken ends to be flat/smooth. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow, however, this was attributed to broken wire within the working length. Although, the exact cause of the broken wire can't be determined, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Was reported to boston scientific corporation that an autotome sphincterotome was used during a stone removal procedure. According to the complainant, during the procedure the device was unable to bow when actuating the handle. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; broken wire.